Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional reported that they had not evaluated the patient since implant. No further complications anticipated.

Manufacturer narrative:
Concomitant medical products: product ID 3387s-40, lot# va056ge, implanted: (B)(6) 2013, product type: lead. Product ID 3387s-40, lot# va03x0t, implanted: (B)(6) 2012, product type: lead. Product ID 3708660, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID 3708660, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for essential tremor and movement disorders. The patient reported that their right side was fine so their healthcare provider (hcp) decided to put in another implant to cover the left side tremor, but that didn¿t work. The patient reported that the programing for the left side of the body was not in place. Additional information was received from the patient and it was reported that the left side never worked, not even in the operating room. The patient reported that the hcp tried to adjust the battery pack to no avail. The patient reported that the probes wire was not placed properly. The patient reported that the left side not working had not been resolved.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.